Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.

Event description:
A system operator reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer report number 1061857-2007-00126. There was no patient impact/injury to this patient's right eye. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.